Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up, down, ok buttons under responsive. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2017 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. During testing, all keypad buttons were responsive. The keypad was removed and no contamination was observed under the button contacts. The pup was opened and no damage was found on the keypad flex connector. The complaint of keypad button response issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).